Event description:
It was reported that the left ventricular lead exhibited high threshold. No intervention was performed to address high threshold on the lead and the lead was left as is. The device was changed out due to normal elective replacement indicator (eri). Patient was stable post procedure.